Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted a icm120v4 12.0mm implantable collamer lens on (B)(6) 2006 and on (B)(6) 2011 anterior capsular opacity was detected, associated with low vault. The lens was removed on (B)(6) 2011 and replaced with a longer lens. This resolve the problem.